Manufacturer narrative:
One device was received for evaluation. Functional testing found an inoperable latch lock flex sensor. The latch lock flex sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Latch/lock issue. There was unknown patient involvement. The device evaluation found an issue with the latch lock flex sensor.